Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on ventricular lead was observed. The oversensing was noted on a real-time egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.